Manufacturer narrative:
The reported issue was confirmed. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided the DHR review is not required and the labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that was getting 113 (reduced water temperature control) alerts. They ran a functional check and it had appeared to be cooling and heating fine. Biomed recommended conducting a calibration to ensure that it meet all the tests and since the device was due for 2000 hour preventive maintenance. Would be sending that information too. Per sample evaluation results on 26sep2023, it was reported that the ac main voltage circuit card to power inlet module line side connection shows signs of electrical overstress. There was excessive hospital tape on the power cord. The double bend tube and the chiller evaporator outlet tube was expanded. The tank seals were lifted. The chiller pump molded y tube was replaced due to tearing while removing the lower bracket assembly from the chiller. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp. Tools: no crimp cross-sections provided. The DHR review is not required and the labeling review is not required because labeling could not have prevented this issue. UDI related data quality updates only. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was getting 113 (reduced water temperature control) alerts. They ran a functional check and it had appeared to be cooling and heating fine. Biomed recommended conducting a calibration to ensure that it meet all the tests and since the device was due for 2000 hour preventive maintenance. Would be sending that information too. Per sample evaluation results on 26sep2023, it was reported that the ac main voltage circuit card to power inlet module line side connection shows signs of electrical overstress. There was excessive hospital tape on the power cord. The double bend tube and the chiller evaporator outlet tube was expanded. The tank seals were lifted. The chiller pump molded y tube was replaced due to tearing while removing the lower bracket assembly from the chiller. Completed the 2000-hour pm procedure on the device.

Event description:
It was reported that the biomed had an arctic sun device that was getting 113 (reduced water temperature control) alerts. They ran a functional check and it had appeared to be cooling and heating fine. Biomed recommended conducting a calibration to ensure that it meet all the tests and since the device was due for 2000 hour preventive maintenance. Would be sending that information too. Per sample evaluation results on (B)(6) 2023, it was reported that the ac main voltage circuit card to power inlet module line side connection shows signs of electrical overstress. There was excessive hospital tape on the power cord. The double bend tube and the chiller evaporator outlet tube was expanded. The tank seals were lifted. The chiller pump molded y tube was replaced due to tearing while removing the lower bracket assembly from the chiller. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.